Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set cannula was bent due to which he was hospitalized because of hyperglycemia and high ketones occurs after 3 hours of insertion. Infusion set was placed in abdomen. High blood glucose level was 400 mg/dl and treated by IV and fluids of saline. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.